Event description:
It was reported that two electrodes broke off of the lead distal to a fracture in the lead. The other lead was still intact but the serial number of the affected lead was not able to be determined. There was no diagnostic testing or troubleshooting performed. It was noted that the patient had no change in their stimulation and they continued to receive effective therapy bilaterally. The affected electrodes were not being used in any programs. The lead fracture was discovered incidentally on cervical/thoracic x-rays taken while diagnosing and planning treatment for new right scapular myofascial pain unrelated to the condition for which the patient had their spinal cord stimulator implanted. No further diagnostic workup or treatment was planned related to the event.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 97791, lot # n357771, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).